Event description:
Caller alleges walking her dog when the scooter tipped over and she injured her left area of her head above her ear. It's not clear if walking the dog played a role in this event.

Manufacturer narrative:
There was no physical evidence or performance issue that could be attributed to the alleged event.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be submitted.

Event description:
Caller alleges walking her dog when the scooter tipped over and she injured her left area of her head above her ear. It's not clear if walking the dog played a role in this event.